Event description:
The customer stated that while the sys was booting up it stayed at the screen where it showed the scrolling line and said do not turn off. The fe reported the sys never fully booted up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.